Manufacturer narrative:
Approximate age of device ¿ 3 years and 2 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was admitted on (B)(6) 2019 from home with lvad powers elevated to greater than 10 w over the weekend. The patient had dyspnea and lactate dehydrogenase (ldh) was elevated from 500 u/l to greater than 1000 u/l over a 3-day period. Reportedly, there was concern for hemolysis and suspected pump thrombosis. The patient denied tea colored urine. The patient was admitted and started on intravenous fluids (ivf) and intravenous (IV) heparin. An echocardiogram was planned for (B)(6) 2019 to assess lvad function. No further information was provided.

Manufacturer narrative:
A direct correlation between heartmate ii lvas, serial number (B)(4) and the reported event could not conclusively be established through this evaluation. Additionally, the reported elevations in pump power could not be confirmed because no log files from the time of the event were submitted for review. It was reported that the patient was admitted on (B)(6) 2019 from home with elevated powers to greater than 10 watts over the weekend. The patient had dyspnea and lactate dehydrogenase (ldh) was elevated from 500 u/l to greater than 1000 u/l over a 3-day period. There was concern for hemolysis and suspected pump thrombosis. The patient denied tea colored urine. The patient was admitted and started on intravenous fluids (ivf) and intravenous (IV) heparin. An echocardiogram was planned for (B)(6) 2019 to assess lvad function. Additional information was requested, but not provided. The patient remains ongoing on heartmate ii lvas, serial number (B)(4) and no further events have been reported at this time. The hmii lvas IFU lists device thrombosis and hemolysis as adverse events that may be associated with the use of heartmate ii left ventricular assist system and provides details regarding the recommended anticoagulation therapy and inr range. It also outlines indications of pump thrombosis as well as how to respond to such events. This IFU also explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.